Event description:
It was reported to boston scientific corp, that during placement of a corflo cubby dual port standard balloon in 2008, the balloon would not inflate after it had been inserted. According to the complainant, the procedure was completed using another corflo cubby dual port standard balloon device. No pt complications were reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for eval, it has not been received. The device eval has not been performed; the cause of the reported malfunction is undetermined.